Event description:
During troubleshooting for an unrelated alarm, the home patient (hp) reported connecting the patient line extension to the patient line after priming, and reconnecting to the setup. The technical service representative assisted the hp in ending therapy and reviewed proper procedures with the hp. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient reported connecting the patient line extension to the patient line after priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user to connect the patient line extension to the patient line prior to priming. Also, it instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.